Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, g1, h6.

Event description:
Physician has additionally reported right side "open wound."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician has reported right side extrusion. The device has been explanted.

Manufacturer narrative:
The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant extrusion.

Event description:
Physician has reported unknown side implant extrusion. Device status is unknown.